Event description:
Prior to use on pt, end piece of endoscopic j-hook that hooks into cautery cord broke off and dislodged from the instrument. Noted that insulation on the tip of the hook was melted.